Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the speedscrew evac 70 xtra, the electrode allegedly burned out prematurely. The procedure was ultimately completed using a competitor's product. There were no significant delays or pt complications reported as a result of this event.